Manufacturer narrative:
(B)(4).

Event description:
It was reported that brief instances of myopotential oversensing was observed on the rv channel via remote transmission. Programming changes were recommended. The patient was stable.